Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative stating attempts will be made to return the device.

Event description:
The complainant reported that their impella 5.5's purge system was leaking and that fluid was escaping from the connection on the purge unit. Replacing the flushing system was discussed over the phone. The impella function has been reported to not have been impaired. A replacement did not improve the situation, but even the following day, the function remained unaffected, so the customer decided to keep the impella running as was and did not wish to replace it as long as its function hadn't been impaired. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.